Manufacturer narrative:
Corrected information added. A crack in the dialyzer housing with no fluid leak does not have the likelihood to lead to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on a polyflux 140h during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.